Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One photograph of a powerpicc catheter was returned for evaluation. An initial visual observation of the photograph showed the proximal end of a powerpicc catheter. A small split was observed on the catheter tubing slightly distal to the distal end of the molded joint. Due to the quality of the photograph, no other details of the damage could be discerned. Use residue was observed on the sample in the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that an issue with leaking from a perforation in one of our 5fr dual lumen powerpicc catheters. The line had to be pulled from the patient as a result of the issue. They also use securacath to stabilize their PICC catheters.